Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that during the follow up on an unknown date, the aneurysm diameter had increased by 1.0cm. Intervention was performed with a competitors cuff and 2 limbs used to realign the main body and both limb sides respectively using the kissing technique. A type iiib endoleak, which had not been observed on the angiogram was noted near the bifurcated site of the main device resolved post the procedure. As per the physician, the cause of the event is due to fabric degradation due to aging. No additional clinical sequelae were reported, and the patient is fine.